Manufacturer narrative:
Litigation alleges that the patient suffered grievous pain and serious injury and elevated chromium and cobalt levels as a result of the implantation with the asr hip implant. Explantation surgery was performed to remove the device. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Additional information: a2, b4, b5, f10, g4. Depuy still considers this complaint closed.

Event description:
Update - revision operative report received 08/02/2013. Revision operative report indicates the patient was revised due to pain; chromium and cobalt levels were significantly high; greenish grayish colored fluid from the bursa; the trochanteric bursa was significantly hypertrophied and almost had a pseudo cyst appearance with a layer kind of hypertrophic bursa; mild corrosion at the trunnion; acetabulum had some bone loss superiorly and bone was fairly thin; small cavitary defect at the level of the pubis anteriorly; small area in the ilium that was somewhat cavitary defect. The adapter sleeve and stem were added to the complaint.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 3 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 4 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.